Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the cap was broken on her onetouch lancing device. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began approximately 6 months ago, exact date/time is not known. The patient reportedly manages her diabetes with unknown type and dose of insulin and reported that she increased her insulin dose to an unknown amount since the alleged issue began. The patient claimed that approximately 1 week after the allege issue occurred she felt nauseous, had scarred fingers, nerve damage to her fingers and developed a skin/mouth infection. She was reportedly treated with antibiotics by a home health nurse sometime in august. At the time of troubleshooting, the cca noted that the correct cap was being used but the issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly experienced an injury that required treatment from a healthcare professional after the alleged meter issue began.